Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was the home patient (hp) connected an extension to the patient line after priming. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) was using a couple of the patient extension lines that were not primed when they connected. The technical service representative said they needed to call the registered nurse (rn) and that all new supplies were needed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the registered nurse (rn). The rn was informed that the hp did not prime patient extension lines they were using. The rn would speak to the hp regarding this issue. The rn stated the hp has had no injury or medical intervention associated with this incident and is performing therapy successfully.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.